Event description:
Unit admitted two pts to the hosp following chills and fever developed while on dialysis. Two organisms were cultured from both pts' blood, one a yeast and the other a gram negative organism. During an on-going investigation at the unit the yeast was cultured from beneath the 'o' ring in the header of their dialyzer. The dialyzer had been reused an unk number of times with renalin on a renatron reprocessing machine. Pt had a positive blood culture for candida parapsilosis and burkholderia pickettii. Pt's blood cultures also positive for stenotrophomonas. Culture of the dialyzer done in the facility was positive for yeast (under the "o" ring and in the "o" ring groove. The dialyzer reused 40 times and pre-cleaned with a reverse uf flush. No actual or comparison sample available.